Event description:
Livanova deutschland received a report of an s5 roller pump motor controller error. The event occurred during priming. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement h11: a livanova field service engineer (fse) was dispatched to the facility to investigate the device and could confirm the reported issue. As troubleshooting, motor control pc board and the power amplifier were replaced. Unit was tested and was found to work properly, thus it was put back to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.